Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or excessive no delivery test due to motor error alarm. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump was received with minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for drive/motor anomaly. Blood glucose was unknown. The insulin pump will be returned for analysis.